Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown procedure a tristar wand's electrode got loose. Surgery was resumed, with a back-up device, it is unknown if there were any delays. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. A small piece of the electrode is loose. Product was out of the original packaging. No packaging returned. A review of the customer provided image shows the wand with the electrode. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation with the loose electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. No containment or corrective actions are recommended at this time.